Event description:
It was reported that the customer experienced occlusion alarms, which caused the customer¿s blood glucose to reach up to 600 mg/dl. The customer addressed the high blood glucose level by administering a correction injection. The customer resumed insulin use after acknowledging the issue. Reportedly, the customer uses fiasp brand insulin, tandem technical support provided off-label insulin usage statement.